Event description:
A pt with ards (adult respiratory distress syndrome), multiple organ failure, and sepsis from pancreatitis was on mechanical ventilation in the shock trauma unit. Due to his compromised medical condition the pt was listed as dnr (do not resuscitate). The hosp reported that the flex tube that is packaged with the trach care disconnected from the ventilator at the "wye" connector. The ventilator appropriately sounded a high priority alarm at 11:24 am for ventilator disconnect. Hosp staff in the shock trauma unit did not respond for three mins when nursing staff noted hypotension and bradycardia at the nursing station. They noted the pt to be cyanotic and summoned help. The respiratory therapist noted the ventilator disconnection, and reconnected the tubing briefly before initiating assisted ventilation with 100% oxygen. The pt suffered a cardiac arrest. Resuscitation was unsuccessful and the pt died at 11:45 am.